Manufacturer narrative:
The cause for the discordant advia centaur xp ca19-9 results is unknown. The cause of the >30% bias with some samples close to the cutoff cannot be determined but could be due to the time difference between the results (1 year) and/or some shipping/handling issue with the customer's advia centaur xp ca 19-9 lot 388 reagents. Based on the available information, ca 19-9 lot 388 is performing as intended. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "warning: do not use the advia centaur ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation."

Event description:
Discordant advia centaur xp ca 19-9 results were obtained for samples from twelve patients. The results were considered discordant when comparing reagent lot 388 and lot 386 with the last result. It is unknown which reagent lot was used for the "last result". The "last result" was from one year ago with a different sample from the same patient. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ca 19-9 results.